Event description:
(B)(4). Pain on my ovaries all the time, longer and more frequent cycles, serve headaches, dental issues, painful sex, bleeding after sex, low libido, rashes, nauseous, fatigue, back pain, memory problems, brain for and brain zaps.